Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. If additional information is received, a follow-up MDR will be submitted. Instrument log review of the product related to the complaint cannot be performed at this time because of insufficient product information. The event date and product information are unknown. A system log review cannot be performed at this time because the system logs are not available at this time. The event date is unknown. There is insufficient information provided at this time to adequately investigate the complaint since the event date is unknown. No further advanced technical review escalations required. There was no RMA associated with this complaint. Therefore, there are no products expected to be returned for evaluation. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during a da vinci surgical colorectal procedure, it was noted that ¿inadequate third-arm retraction caused longer operative times.¿ blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Field device manufacture date is unknown. Field PMA/510k number is unknown. Fields are not applicable.

Event description:
Intuitive became aware of a ¿the international journal of medical robotics and computer assisted surgery¿ article titled, ¿initial clinical experience of single-incision robotic colorectal surgery with da vinci sp platform¿ (noh, et. Al, 2020). Within the journal article, an operative complication involving a da vinci surgical procedure was noted. ¿inadequate third-arm retraction caused longer operative times¿. Intuitive surgical, inc. (Isi) isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.